Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a tray with other items was received for the report. The sample was visually inspected and found to be nonconforming with needle slightly bent at the stiffener. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and conforming for cut. The probe was disassembled and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The evaluation does not confirm the probe had a cut failure. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. However, a manufacturing related potential contributor factor was identified for the bent needle and bent inner cutter and cannot be ruled out for the actuation problem as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the bent needle and bent inner cutter could not be determined. A non-conformance record was initiated to trend the defect of bent needle and bent inner cutter. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe had no cutting, and the aspiration was normal during vitrectomy surgery. The surgery was completed after replacing with a new one. There was no information about patient impact.